Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient's implantable neurostimulator (ins) used for post lumbar laminectomy syndrome. Patient reported "not doing any good." It was reported that the device made their muscles and nerves sore and aggravated their lower back pain. The patient reported their first two years they had their device on but when they were sitting it was turned off. After two years the device was not helping so the patient turned it off but kept it charged. The event date for these issues was in 2009. Patient was going to follow-up with their physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that the patient noted that the ins therapy never really helped them that much. Reprogramming was performed as part of troubleshooting/diagnostics. The patient was scheduled to have the ins system explanted on (B)(6) 2017. The issue was reported as not resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.